Event description:
It was reported that pump touchscreen became frozen and would not respond, so customer was unable to interact with pump screen. There was no adverse impact to the customer¿s blood glucose level. Customer reset pump using instructions from technical support, and after reset customer was able to interact with pump screen again.